Manufacturer narrative:
Product analysis:programmer freezing was unable to be confirmed; programmer passed incoming functional test. The hard drive was reconfigured, and the software was reloaded and updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was freezing during use. The programmer was returned for service. There was no patient involvement.